Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 100-120mg/dl. Based on parkes error grid analysis, the bias between the highest result given (363) and the normal result (100) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normally is 100-120 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (363) and the normal result (100) is located in zone c. No adverse event reported.